Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, the device was returned with the carriage components not securely fastened. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advance and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. There was damage noticed on the threading of the screw gear. Several voids were observed over the nitinol reinforcing frame along the mid-section to the proximal end of the capsule. The polymer material was torn on the capsule. The tabs were observed to be detached from the one of the carriage components. From close observation, one of the tabs does appear to be hinging inwards. A stress mark was observed on one of the carriage components. Conclusion: the reported event indicates that the valve was recaptured three time due to sub-optimal positioning. Recapturing is a feature of the enveor device that allows for additional attempts at accurately positioning the valve. Cines were submitted for review. The depth of the attempted implant could not be assessed in the cines submitted. The cines confirm that the valve was recaptured but the number of times it was recaptured was not shown. The cine review memo is attached to this complaint file. Various factors can affect valve positioning including patient anatomy or physician technique, and the cause could not be determined with the available evidence. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. It was reported that during the third recapture attempt, the dcs could not be fully recaptured and the valve was released in an inappropriate position and a second valve was implanted. The cines submitted showed the valve being partially recaptured and then fully deployed at a depth of appropriately 16-18mm. A capsule buckle was observed in the cines during deployment. The fluoroscopic load check images submitted for review determined that the valve was misloaded. The device history record was reviewed on the dcs and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The carriage components were observed to be slightly separated and damaged. The description of the event does not indicate that this carriage damage occurred during the reported issue, and the cause of this damage cannot be determined. The damage may have occurred during transit back for analysis. Analysis of the subject device also noted damage to the treading of the screw gear components on the handle of the dcs. This damage is consistent with the increased forces in the system which was most likely caused by the misloaded valve. The increased forces can result in the screw gear threading to become worn and damaged. Voids were observed on the capsule, which indicate delamination between the capsule outer polymer and the nitinol frame, and typically occur if a valve has been misloaded. The capsule was also observed to be damaged at the proximal end and the polymer material covering the capsule was torn. This damage is consistent with capsule buckling or separation. Capsule buckle typically occurs due to excessive compressive forces applied during the valve loading process. This excessive compressive force is only experienced when the valve is loaded incorrectly, as was determined in this case. Loading of the valve is a process in which the outcome is highly dependent on the operator experience and technique; the evolut instructions for use (IFU), contains instructions to use the integrated loading bath which features a mirror to aid in loading of the valve. The user is instructed to not advance the capsule over the frame paddles unless they are fully seated in the center of the paddle pockets in order to avoid damage to the capsule and to avoid emboli. In addition, the IFU instructs to inspect the tav under fluoroscopy to inspect the capsule for a misloaded bioprosthesis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: e volutr-34, serial/lot #: (B)(4), (B)(6), (B)(4).the product was not returned, therefore no product analysis can be performed. Without return of the product, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was recaptured three times due to repositioning. During the third recapture attempt, the delivery catheter system (dcs) did not fully recapture and the valve was released by forcibly pulling the trigger and deploying the valve in an inappropriate position. A second transcatheter bioprosthetic valve was implanted. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.